Event description:
It was reported that a spectrum infusion pump alarmed ec345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "ec345" was not reproduced. Review of thermistor readings found both upstream and downstream readings within specification. A review of the event history log revealed "ec345 (thermistor disparity)¿ messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. The ultrasonic sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.